Event description:
A facility reported that the mlx 300w xenon lightsource (00mlx) emitted a burning smell and has a possible short. There was no patient involvement; thus, no adverse event was reported.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields: d4 (UDI#), d9, g3, g6, h2, h3, h6, h11. The mlx 300w xenon lightsource (00mlx) was returned for evaluation. The reported complaint was confirmed: the xenon lightsource was received in used condition with melting damage to the plastic on the turret and bezel due to improper mirror re-installation. The mirror had fallen out of mirror holder and the mirror holder was installed backwards. Direct light from the lamp melted plastic on the turret and the bezel. Additionally, the unit was due for a power supply upgrade. The mirror, turret, and bezel were replaced. The mirror holder was reinstalled in the proper orientation and the power supply was upgraded. The unit passed all service and repair testing.